Manufacturer narrative:
The reagent lot number was 821011. The expiration date was not provided. The field service engineer found an issue with the tubing on the rinsing station. He changed the tubing of the rinsing stations, the ultrasonic mixers, and the degasser. He performed technical validations. The investigation is ongoing.

Event description:
There was an allegation of questionable ggt results from the cobas 8000 c702 module. The initial result was 317. The repeat results were 167 and 169. The unit of measure was not provided. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The unit of measure was u/l. The investigation was unable to determine a specific root cause. The issue was consistent with insufficient sample quality and consequently clogged /contaminated sample probe which led to insufficiently pipetted sample volume. Medwatch field g3 has been updated and reflects the correct g3 manufacturer date for the initial report.